Event description:
Ous MDR - boston scientific received info that at the end of the implantation of this right ventricular (rv) lead, the pacing impedance measurements were above 2,500 ohms and there was no ventricular capture. The pocket was reopened. The lead was successfully repositioned and measurements were obtained within normal parameters. No adverse pt effects were reported. The lead remains implanted and in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.